Event description:
The customer reported the defib failure cycle power error 40. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.